Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient was nauseated and went to the hospital. No cgm value was available and the bg was documented as greater than 1500 mg/dl. The patient was treated with one shot of humalog and given a second dose to take at home. She received a prescription for novolog (8 or 15 units) depending upon her bg level. Lantus (46 units) was also prescribed. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Manufacturer narrative:
(B)(4)

Event description:
Subsequent to the initial MDR, additional information was provided. It was reported that the patient's blood glucose level prior to going to the hospital was 1700 mg/dl. The bg finger stick was reported to be taken by the patient with their meter. The patient was in the hospital for 7 days and upon discharge the patient felt fine. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The reported glucose values fall within the b zone of the parkes error grid.